Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta gt valve was implanted. On an unknown date, patient experienced exertional dyspnea, fatigue, dizziness, mild to moderate rheumatic tricuspid valve regurgitation. It was reported the patient passed away on (B)(6) 2022. The cause of death was reported as "natural."